Event description:
It was reported that the pump touch screen was dark and would not turn on. The customer¿s blood glucose level was 323 mg/dl. The customer reverted to an alternate method insulin therapy.